Event description:
Customer reported that during the preparation of the operating room, they found a piece of the cupola's peripheral seal which had fallen onto the floor. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) inspected the device and found that the seal had sustained cuts and was deteriorated. Maquet believes the damage to the peripheral seal was the result of a mechanical interaction with a sharp object. The deteriorated seal has been replaced. The power led operating manual recommends to careful not to damage the seals when reassembling the light. Maquet is not responsible for the maintenance of the device. (B)(4).